Event description:
The customer stated a patient generated a low b12 result of 112 pmol/l on the architect i2000sr. Per the laboratory's procedure, the sample was retested twice with results of >2000 and 132 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.